Event description:
It was reported that during a bypass procedure, the clips were not properly deploying from the device. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er420 instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it fed and formed nine conforming clips and it ejected eight clips; finally, the device locked out as intended.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: how did device not properly deploy clips? It scissored. Was device difficult to fire? It was hard to squeeze. Did device drop or eject clips? Ejected clips. Did device "sideways feed" clip? Unknown. Did device fire malformed clips? Yes.